Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 246 mg/dl and did not know the cause. A correction bolus was delivered to address the high bg. Additionally, multiple cartridge alarm 19 occurred with multiple cartridges during the load process. Customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported high blood glucose event was identified.